Manufacturer narrative:
The phaco handpiece was returned to the amo service center where electrical tests were conducted. The results of the evaluation indicated that the handpiece successfully passed all test requirements and met the specification. The cause of the incident experienced by the customer was not able to be determined.

Event description:
During a routine phacoemulsification procedure the surgeon reportedly experienced a corneal burn in the patient's operative eye. Unexpected sutures were required to close the incision.